Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It is possible the reported tissue damage is related to the undeployed mitraclip xtr; however this cannot be confirmed. A conclusive cause for the reported tissue damage, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed on the mitraclip xtr to report the leaflet injury. It was reported that on (B)(6) 2019 this was a mitraclip procedure in the patient with grade 4 degenerative mitral regurgitation. The first mitraclip ntr was implanted without incident. A second mitraclip xtr was inserted and grasped the leaflets, but when the clip was closed, an increase in mr was noted. The undeployed xtr clip was removed from the anatomy. Another mitraclip ntr was implanted reducing mitral regurgitation grade to 3-4. There were no device malfunctions but there was not much of a reduction in mr. On (B)(6) 2019 the patient had mitral valve surgery when it was noted that the medial leaflet was torn away from the annulus. In the opinion of the physician, this damage is possibly related to the xtr clip that was not deployed. No additional information was provided.